Event description:
It was reported by the patient¿s mother that the patient¿s blood glucose levels increased above 250 mg/dl after an unspecified duration of pod wear on the arm. No specific blood glucose values were provided. The mother reported observing insulin leaking into the adhesive during wear. The mother applied a new pod, and the patient successfully resumed therapy. No medical intervention was reported. The device was returned for investigation, and an external cannula tear was identified.

Manufacturer narrative:
A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred or if it contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: tp1a.220624.014.g781usqsjhxj1. Hardware: sm-g781u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.